Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the device after the expiration date and the patient going through an MRI have been ruled out as potential causes. Other potential causes of erosion include inappropriate device positioning, patient engaging in physical activity too soon post-op, contraindicating conditions, severe force applied to implant and inadequate fixation. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion at the incision site. The clinician confirmed a very slight erosion and some scar tissue and closed the incision with one suture. Infection was not present; however, antibiotics were prescribed preventatively. The device came through the skin again and a revision procedure was performed on (B)(6) 2022.